Event description:
A surgeon reports having a pt with a refractive surprise following intraocular lens (iol) implant surgery. Postoperatively, the pt was treated for dry eyes and trace posterior capsular opacification was observed. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/21/2009 and 01/05/2010 by fax, mail and phone. Medical records were received. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).